Event description:
The account alleged that the head section would not raise or lower and the head section will not lower using CPR.

Manufacturer narrative:
The facilities engineer stated he hears the relay click when activated and he reads 110vac to the motor, but it still will not move. The facility replaced the head drive assembly to repair the bed.